Manufacturer narrative:
The reported event of device losing telemetry during implant was confirmed. Based on the information provided, it was determined bluetooth (ble) signal attenuation resulted in the signal quality moving to poor/extremely poor range post insertion.

Event description:
It was reported, following initial implant of the device, interrogation of the device using bluetooth (ble) was successful but then lost. A magnet was applied to attempt reconnection and was successful connecting to ble for interrogation and to the smartphone for remote monitoring. The patient was stable.